Manufacturer narrative:
Zimvie complaint number: (B)(4). Manufacturing date of device is unknown. Additional 510(k) number is k072642.

Event description:
It was reported that the patient's prosthesis was mobile. Upon investigating the site, the patient's abutment screw fractured and was removed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0001038806-2023-01524-1 and 0001038806-2023-01525 -1. This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: health effect clinical code was added: 4582. H6: investigation type codes were added: 4109, 4110 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 67. H10: narrative/data was updated. Three certain® titanium large hexed screw, ilrght were returned for investigation. Visual inspection via naked eye and camera magnification found one of the three screws was fractured at the threads and the threaded portion was not returned. The additional two screws were not fractured. Damage was identified at the hex of one screw, likely caused during the removal process. Based on the evaluation, the device malfunction did occur for the 1st ilrght but the 2nd and 3rd ilrght were not fractured. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or corrective actions for the reported events or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR review could not be completed since the subject lot numbers were not provided. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. An item specific complaint history review was conducted for the ilrght and revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event for similar events (complaint category keywords: fracture screw). The reported event is related to the functional performance of the device and cannot be recreated due to the nature of the alleged event. A definitive root cause could not be identified. However, based on the investigation, risk file review and IFU, the probable cause is clinician error due to: inadequate treatment planning, excessive torque to place or remove restorative component on implant, placement of devices in a patient with patient factors incompatible with long-term osseo-integration of implant. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.